Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2023, the cgm was displaying low and the patient passed out. The patient's spouse checked the patient's bg and it was "extremely high" (326 mg/dl) and he was unable to wake her. At some point the patient regained consciousness and did not go to the hospital. There was no information about any treatment. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.